Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. A medwatch report (mw5172542) was received from the FDA. A patient of unknown age and demographics reportedly expired. The cause of the patient death has not been reported. Orthovisc (lot number was not provided) was listed as the device. The date of the orthovisc treatment and the patient death was not reported on the medwatch. Patient comorbidities are unknown. There was no report of a device malfunction. Contact information was not provided so a request for additional information could not be performed. The distributor copied the report and did not indicate this case was reported to them.

Manufacturer narrative:
This case is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. A medwatch report (mw5172542) was received from the FDA. A patient of unknown age and demographics reportedly expired. The cause of the patient death has not been reported. Orthovisc (lot number was not provided) was listed as the device. The date of the orthovisc treatment and the patient death was not reported on the medwatch. Patient comorbidities are unknown. There was no report of a device malfunction. Contact information was not provided so a request for additional information could not be performed. The distributor was copied on the report and did not indicate this case was reported to them.

Manufacturer narrative:
This case is under investigation. A supplemental report will be submitted upon completion of the investigation. Supplemental report: the reported event is not confirmed. It was reported that a patient of unknown age and demographics expired. The cause of the patient death has not been reported. Patient comorbidities are unknown. Orthovisc (lot number was not provided) was listed as the device. The date of the orthovisc treatment and the patient death were not reported on the medwatch. Contact information was not provided so a request for additional information could not be performed. The distributor was copied on the report and did not indicate this case was reported to them. There was no allegation by an hcp of a device malfunction or a temporal association between the patient's death and use of the device. Date of death is unknown. The lot number was not provided, therefore a review of the batch record could not be performed. All product manufactured by anika is released per applicable procedures and specifications. A three-year retrospective review of the ncrs this product was performed. There were no nonconformances documented that were related to the reported event. A review of the recent stability study report for orthovisc was performed and the conclusion for the product stated that the product has met all required specifications. The lot number was not provided, therefore a three-year retrospective review of retention inspection logs beginning with the most recent lot inspected was performed. There were no nonconformances documented in the logs that is related to the reported event. A clinical assessment was attempted for the incident, but there is insufficient information to fully determine a temporal association of the device to the event. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.